Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pumps black box history showed that multiple low battery alarms and two replace battery alarms were recorded. Evidence of short battery life was observed in the black box history. During testing, the pump powered on to the ¿verify¿ screen using the returned battery cap. The battery cap was not able to be fully secured to the pump. No power losses occurred during investigation. The battery cap threads were found to be damaged. The battery compartment was intact; no damage was observed. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of short battery life was observed in the pump history but was not able to be duplicated during investigation.